Event description:
Additional information received reported the patient was receiving therapy and had no "after effects" from the procedure.

Event description:
It was reported that there were impedances greater than 10,000. The reporter stated that the lead was positioned on the t7 or t9 level of the spine. It was unclear where the lead was positioned. It was reported that the patient felt parasthesia sensations in the belly and the liver and four contacts were "unusable" because they could possibility affect the "painful territory." It was noted that there was no injury or adverse event. The reporter stated that the surgeon would do a revision on the lead and extensions on (B)(6)-2012. The lead and extensions were explanted. No further information was reported.

Manufacturer narrative:
Product ID 39565-30, lot# 0205870044, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 37081-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type, extension product ID 37081-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type extension. (B)(4).

Event description:
Additional information indicated the patient also experienced pain.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event occurred during the test period. The event resolved on (B)(6) 2012.

Manufacturer narrative:
Final analysis of the lead revealed the #0-7 leg of the lead was not completely seated in the extension connector. This caused the #4-7 circuits to be open. Final analysis of the extension (B)(4) revealed the extension body was cut through and the product was segmented. Final analysis of the extension (B)(4) revealed the extension body was cut through and the product was segmented.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.